Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a dialysis adapter. The customer reports on the (B)(6) 2015, baxter corporate product surveillance was told by the nurse of an issue regarding one (1) transfer set. The nurse stated that on an unknown date, the patient had walked away from his homechoice which caused the catheter to be pulled out and the transfer set to become loose from the adapter. The hp's daughter arrived home shortly after, and prevented the hp from dialyzing. Hp went to see the nurse and replace the transfer set and adapter, where the loose connection was found. On the (B)(6) 2015, the nurse found the loose connection between the plastic adapter and transfer set. It was unknown how far the catheter was pulled out, but it was pushed back in. There was no product information regarding the catheter available. The hp was previously provided fortaz 1g and anceph 1g for the catheter getting pulled out. There was no additional medical intervention provided. The hp and the daughter have not reported any patient reaction as of the (B)(6) 2015. There was no patient injury.

Manufacturer narrative:
Submit date: 05/01/2015. An investigation is currently underway, upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. There were no changes identified that may impact the product/process related to the reported condition during a period of six months prior to the manufacturing date. The samples consisted of 19 unused white pd luer adapters in its original package box, with its original labeling. The product was identified as ID (B)(4) in its original individual closed pouches. A visual inspection was performed and no visible issues were found. Five of these adapters were taken for dimensional testing. The five adapters were found within dimensional specifications. There were no visual issues found. In addition to these 19 unused samples, one adapter (B)(4) with its own open pouch was received; the sample was returned with a piece of tube extension attached to the tail of the adapter. This adapter was taken for dimensional testing and the adapter seems inserted well into the extension tube. There were no spaces observed between the adapter and the tubing tip. This adapter was found within dimensional specifications and no visual issues were found. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. This document also contains a list of chemical agents that should not be used on the device, in order to avoid catheter damage. Based on the investigation analysis, the reported failure was not confirmed. With the available information, the probable root cause can be considered as misuse; use of chemical agents, proximity to heat sources or manipulation. There are no additional actions required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify luer adapter-detached from extension tube in the catheter assembly. This complaint will be used for tracking and trending purposes.